Event description:
Pt had first series of injections of orthovisc. The next day she had pain at the injection site which has lessened a bit, she had soreness and tightness and swelling when standing and walking mostly in her left knee. She complained of her knees feeling as though they were on fire. Her physician prescribed her celebrex for the knee pain.